Event description:
Per operative report: an echo showed "large bulky" left atrial thrombus involving the valve with one of the leaflets immobile and the other leaflet moving sluggishly. The valve was replaced with a sjm 27m.